Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: gel mentor memorygel breast implant 275cc, lot number 265495, catalog number 3544275. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 275cc and experienced rupture on the right breast implant and a possible rupture on the left breast implant. The rupture on the right breast implant was diagnosed during mammogram and ultrasound on (B)(6) 2017. As a result, the patient underwent explantation and replacement with gel mentor breast implants on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 03/13/2018, it was reported to mentor that the patient had undergone replacement with gel mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7538565 on the right breast implant and gel mentor memorygel breast implant 300cc, catalog number 3503001bc, serial number (B)(4), lot number 7408408 on the left breast implant. On 03/20/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team identified a partial delamination of the shell to patch junction. The cause of the delamination could not be determined. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).